Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage and loose drive support cap. The customer's blood glucose reading was 117 mg/dl. The customer was not aware of how the damage occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with slightly loose drive support disk, cracked case at display window corners and minor scratches on lcd window.